Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that oversensing was noted on atrial as well as on ventricular channel and resulted in pacing inhibition for greater than 2 seconds. Both leads were replaced, but not returned for analysis. Insulation damage was noted upon explant. Reportedly the damage was consistent with subclavian crush. The date of implant was not provided.